Event description:
It was reported that the suction strength was inadequate and the caregiver was not able to suction the secretions.

Manufacturer narrative:
While attempting to suction thick, heavy secretions from a ventilator dependent female, the caregiver reported that the device did not provide adequate suction. The paramedics were called to the home. Upon their arrival the pt's oxygen saturation level was reported to be 70%. They successfully suctioned the secretions and the oxygen saturation increased to 98%. No further intervention was initiated. The sample was returned and evaluated. The aspirator performed as intended. The force of suction was strong, consistent and compliant with specification for the unit. We allowed the aspirator to run continuously for 1.5 hrs at maximum suction. During that time, there was no degradation of the unit's performance and no abnormalities were identified. None of the other components in this suction system were returned for eval. It is not known if the other components caused or contributed to the reported concern. A kinked, leaking or occluded suction catheter, tubing or collection canister would have negatively impacted the overall suction strength of this system. At this time a root cause has not been determined. There is no info to suggest a mfg defect exists and no corrective action is indicated at this time.